Event description:
A healthcare facility in ireland reported via a fisher & paykel healthcare (f&p) representative that the mr290v vented humidification chamber was leaking. There were no reported patient consequences.

Manufacturer narrative:
Ps313345 correction: section d4 - lot number amended to 190116. Correct device lot number recieved during investigation. Method: the complaint (B)(4) autofeed humidification chamber was returned to fisher & paykel healthcare in new zealand for investigation. The chamber was visually inspected for the reported damage. Results: visual inspection revealed that the returned mr290 chamber had sustained a crack line on the chamber. Conclusion: we were unable to determine what had caused the cracking on the chamber dome. However, based on previous investigations it is known that during some therapies the backpressures produced in the chamber sometimes are in excess of 80 cmh2o and this may affect the integrity of the chamber. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290v chamber would have met the required specification at the time of production. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: - "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." - "set appropriate ventilator alarms." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Manufacturer narrative:
(B)(4). The complaint mr290 vented humidification chamber is currently en route to fisher & paykel healthcare for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in ireland reported via a fisher & paykel healthcare (f&p) representative that the mr290v vented humidification chamber was leaking. There were no reported patient consequences.